Event description:
This report summarizes 18 malfunction events where midwest® e mini 1:5 handpieces overheated. 15 events resulted in no injury. 1 event resulted in unknown injury. 1 event resulted in the patient being slightly burned with no intervention. 1 event resulted in the patient being slightly burned with ointment applied.

Manufacturer narrative:
Additional serial numbers included in this report: (B)(6). 18 of 18 devices were returned for evaluation. Evaluation of one device found excessive wear due to a lack of proper maintenance. The device did not heat up during evaluation. The device was repaired and returned to the customer. Evaluation of one device found excessive wear due to a lack of proper maintenance. This device had a deformation issue (dent). The device did not heat up during evaluation. The device was repaired and returned to the customer. Evaluation of two devices found excessive wear due to a lack of proper maintenance. These devices had a deformation issue (dent). A friction problem was identified from pressure on the cap. The devices did not heat up during evaluation. The devices were repaired and returned to the customers. Evaluation of one device found excessive wear due to a lack of proper maintenance. A friction problem was identified from pressure on the cap. The device did not heat up during evaluation. The device was repaired and returned to the customer. Evaluation of one device found excessive wear due to a lack of proper maintenance. The device had debris build-up. A friction problem was identified from pressure on the cap. The device did heat up during evaluation. The device was repaired and returned to the customer. Evaluation of one device found excessive wear due to a lack of proper maintenance. The device had debris build-up. The device did not heat up during evaluation. The device was repaired and returned to the customer. Evaluation of eleven devices found excessive wear due to a lack of proper maintenance. The devices had debris build-up. A friction problem was identified from pressure on the cap.the devices did not heat up during evaluation. The devices were repaired and returned to the customers.

Manufacturer narrative:
This follow up report provides the requested update to add vmsr to the exemption/variance number field.